Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been serviced within the last 12 months. Service evaluation serviced the device for the same allegation. Evaluation determined the cause was not found and no damage to the keypad and all of the keypad keys functioned normally. All required service actions were completed in the last service cycle. The device was found out of specification in relation to the customer reported keypad inoperable which was reproduced. Evaluation observed and found that the on/off, basic/0 and the decimal (.) Keypad keys did not work. The reported condition was verified. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.